Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.